Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there was a brown spot on the inner channel of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and g3 aware date in the initial MDR which should have been may 29, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material was in the device, but the type of the material or a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3, preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5, reprocessing the endoscope. Olympus will continue to monitor field performance for this device.